Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It was reported that defective catheter was found with a wingset sezset 21x.75 12 w/o luer. The following information was provided by the initial reporter, "punctured a long stay catheter with a no. 21 scalp. Nursing noticed that the device was damage (broken) in circuit. Requested a new scalp and the exchange was done."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective catheter was found with a wingset sezset 21x.75 12 w/o luer. The following information was provided by the initial reporter, "punctured a long stay catheter with a no. 21 scalp. Nursing noticed that the device was damage (broken) in circuit. Requested a new scalp and the exchange was done."